Manufacturer narrative:
A device history review could not be conducted as due to no lot number reported. Instead the manufacturing and quality control review was performed for the last 24 months of production without showing any non-conformities or deviations regarding the described issue. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause for the reported malfunction is very likely due to wear and tear; induced by thermo-mechanical fatigue. But also improper handling (impact, drop, fall) might have caused this issue. However, it cannot be determined whether there was advanced wear and tear or a pre-existing damage. Furthermore, it cannot be determined whether the final damage was triggered in the course of the procedure or during reprocessing. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was not returned for evaluation, therefore, the cause of the reported event could not be conclusively determined. A review of the device history records could not be performed for the concerned device as no lot number was provided. Additionally, multiple follow ups were made in an attempt to gather additional information on the reported event; but no additional information was obtained. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The sales representative was informed by the user facility that the tip of the inner sheath reportedly fell off inside the patient during procedure. The sales representative noted the user facility did not seem too worried about the event and requested to replace the inner sheath. There was no patient injury reported.